Event description:
A surgeon reported that several days following implantation of an intraocular lens (iol) the pt complained of "pinky vision". The association between this event and the iol is not known. The lens remains implanted. The surgeon stated that the problem has resolved.